Event description:
Reporter reported via a distributor that the heater wire cables of two rt212 adult breathing circuits from the same lot were broken. These events were found during patient use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in other country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The rt212 adult inspiratory heated breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.